Event description:
A healthcare worker complained of burning and skin discoloration on the hand while removing a pouch from a completed cycle. The worker went to the ER and was given silvadene cream to treat the burn. The worker's symptoms resolved within twenty-four hrs and she is doing. The vaporizer plate was not in place when the event occurred and the staff has been retrained to ensure that the plate is in place at all times.